Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrial lead was dislodged. The lead was replaced with another model. No adverse effects were reported, and the patient was discharged from hospital shortly after the replacement. The lead has been returned and the investigation is in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix mechanism was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial lead was dislodged. The lead was replaced with another model. No adverse effects were reported, and the patient was discharged from hospital shortly after the replacement.